Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (crem) result generated by the unicel dxc 800 pro synchron clinical systems. A result of 242umol/l was reported out of the lab. The sample was re-tested and repeated result was 48umol/l. The result was amended. A fresh sample collected from the patient on the next day gave a result of 43umol/l. Unknown if treatment was initiated or withheld based upon the false high result.

Manufacturer narrative:
Specimens are collected in pediatric greiner tubes. Qc was performed before and after the event. Customer ran precision test using 20 patient samples with known normal crem values and the results were acceptable. Service was not arranged for this event. Customer continues to monitor the data. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.